Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) survived a ventricular fibrillation episode due to external resusicitation. The ICD was interrogated and a fault code was found. The fault code was cleared, and the window stated that the ICD reached eri in 2003. The patient was non-compliant with follow-up visits. The patient is currently in intensive care. A device replacement will be scheduled once the patient has recovered.